Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a follow-up session of the subject device on (B)(6) 2012, the physician reportedly identified increased threshold, increased rv impedance (from 892ohms at implant to 1877 ohms), and oversensing seen on egm. The sensing values reported during this follow-up were 10-12mv and the threshold was 1.5v at 1.0 ms, while during the implant procedure, these values were normal. The physician suspected subclavian crush after x-ray and a revision was performed on (B)(6) 2012. During this revision, a new ventricular lead was implanted, and while connecting this lead to the subject pacemaker, the physician saw a split in the header. Another pacemaker was subsequently implanted instead.